Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked in the thread area and had stripped threads. The battery cap was unable to tighten to the pump causing power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).